Event description:
A report was received that the patient was experiencing pocket pain. The physician repositioned the pocket to a more comfortable location and implanted lead extensions. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
This is the final report.